Manufacturer narrative:
Month and year of event have been provided, day is unknown. Lot number, expiration date and manufacturer date unknown. No information provided to date. One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Under visual inspection we noticed that pilot balloon was cut off from inflation line. There is evident of full length of inflation line in the pilot balloon which indicates that bonding between the pilot balloon and inflation line was strength enough. Split area was visually inspected under magnification and it seems to be a clear cut by a sharp tool. A device history review (DHR) could not be performed as no lot number was provided.

Event description:
It was reported that during the use of the product, the pilot balloon got detached (the inflation line got torn). No patient injury.